Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast and up arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that about two weeks he noticed the up and down arrow keypad buttons were intermittently unresponsive. The patient reported that there is no trauma to the pump or no exposure to water. The patient reportedly wore the pump in a pocket and cleans the pump with a damp cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.